Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the 3.0x15mm trek balloon dilatation catheter was passed over the guide wire a buildup of procedural contaminants (blood, contrast) on the guide wire resulted in the reported difficult to position and the reported difficult to remove. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a 85% stenosed lesion in the mid left anterior descending (lad) coronary artery. A whisper ms guide wire was advanced to the lesion. A 3.0x15mm trek balloon dilatation catheter (bdc) was then passed over the guide wire to perform pre-dilatation; however, there was resistance between the guide wire and bdc and the devices felt stuck. Both the guide wire and bdc were withdrawn together from the anatomy. A non-abbott guide wire was then advanced to the lesion, and the same 3.0x15mm trek bdc was delivered smoothly and performed pre-dilatation. A non-abbott stent was then implanted to complete the procedure. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.